Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is provided. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital.

Event description:
It was reported that during preventative maintenance performed by the customer, after completion of therapy on a patient, the cardiosave intra-aortic balloon pump (iabp) would not turn on. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse performed running test in getinge office. The fse evaluated the iabp unit and was able to duplicate the reported issue. The fse replaced the video generator board in order to correct the issue. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during preventative maintenance performed by the customer, after completion of therapy on a patient, the cardiosave intra-aortic balloon pump (iabp) would not turn on. There was no patient involvement and no adverse event was reported.